Event description:
A caller reported a cartridge alarm identified as alarm 20. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved by the caller, who successfully loaded the cartridge and resumed insulin delivery.